Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.